Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that in the course of "a transfer in the ex 100 unit (ambulance) the respirator turned off by itself twice. Even with the full battery charge led. The second time, he hung up and didn't call again. The patient was in apnea and the professionals had to ambush [ventilate the patient manually via ambu bag]. The equipment was cycling well. The impression was that there was a bad contact. Stopped working." There was no serious injury reported.

Manufacturer narrative:
The affected device was examined by dräger service technician on site and the logbook was provided for further investigation. During the analysis the technician found the device in a completely discharged state. There are no log entries indicating any technical problem that could result in a device failure and an unexpected shutdown of the device as reported. However, it could be seen that the device check has not been successfully performed for the entire period stored in the log file. The instructions for use contain corresponding warnings that the patient may be endangered if the device check is not completed and that the ventilator is ready for operation only after all functional tests have been successfully performed. Based on the available information it was not possible to identify a root cause of the reported event. In case of a technical problem the device alarms visually and acoustically. In this case an alternative independent ventilation device has to be used immediately, as described in the instructions for use.

Event description:
Please refer to the initial report.